Event description:
Drug/diluent: unk; fill vol: unk; flow rate: 2 ml/hr; procedure: chemotherapy; cathplace: central line. Summary: a fast flow was reported, the pump diffused within 27 hours instead of 48 hours like scheduled. Incident as reported: "call to the nurse because the pump diffuse within 27 hours instead of 48th like scheduled, patient did not have any tolerance issue, no problem of hyperthermy or others that could explain the acceleration." Additional information received per questionnaire (B)(6): "diffusion within 27 hours instead of 48 hours." The patient was a (B)(6) year old male, born in (B)(6) 1949. The pump was filled wit 96 ml 5fu in nacl 50 mg/ml for chemotherapy. The flow rate set at 2 ml/hour. There is no patient injury occurred from the incident.

Manufacturer narrative:
Method: the sample device was received for an evaluation and investigation. A visual inspection was performed and a review of the device history record (DHR) was conducted for the lot number and model information provided. Results: the evaluation of the sample is still in progress and pending completion of the investigation. Per the DHR review, the device meet specifications at release. Conclusions: the investigation and evaluation are ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from on going analysis, trend information, or other analysis as appropriate.